Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was ordered for replacement to correct the reported issue block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error that indicates a loss of mechanical ventilation. There was no patient involvement.